Event description:
Additional information received that the other patient interface is working just fine with the console.

Manufacturer narrative:
H3: analysis could not verify the pi fault error code. Previous codes b21, c21 and d16 are no longer applicable. B5: additional information updated. Concomitant product nim4cm01, sn: (B)(6) was working fine with other pi's. Additional information received shows that there was no information to reasonably suggest that the console in this report may have caused or contributed to a death or serious injury or that the console in this report has malfunctioned. Therefore, console does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product: nim4cm01, item:10, s/n: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during mastoidectomy operation, the device showed pi fault detected error message. Completed with a separate nim console. The console used with this pi not worked with other pi's. "Out of measurement range" message was not displayed. There was no patient impact in this event.